Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 570:320:654:0000 was confirmed during product evaluation. The root cause was assigned to depleted main batteries due to use/user error. The main batteries and battery harness was replaced to correct this condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative reported a colleague infusion pump with a failure code 570:320:654:0000. This condition had the potential to interrupt delivery. This event occurred upon power up in the "central supply" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.